Event description:
It was reported that the patient temporarily experienced ventricular exit block post implant and after lead revision. The pulse generator was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.